Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had two low blood glucose event. Customer's blood glucose was 46 mg/dl and 43 mg/dl at the time of the adverse event. Customer also reported experiencing a high blood glucose of 398 mg/dl before the call. Customer declined to transfer to the help-line. No additional information provided.